Event description:
Event description guidant received information that this transvenous defibrillation lead became partially dislodged resulting in elevated pacing thresholds. To date, there have been no reported patient symptoms associated with this clinical observation.